Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 10/30/2013. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, model number, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number, model number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the model number, serial number, implant date, explant date, diagnostic testing, patient data or further event details. A signed released from the patient is required to pursue the investigation and has not been obtained by the reporter at this time. At this time, allergan is unsure what was meant by the patient's statement that "has misplaced and cannot locate discharge summary. She was unsure as to the type of gastric band but said simply that it had moved." As it is not clear as to what it was in reference too, the paperwork or the patient's band or port. No clarification has been received. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body." "Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
Healthcare professional reported "admitted for revision of gastric band wound infection noted a week later and treated with antibiotic." Flucloxacillin, 500 mg for treatment for infected wound. Follow-up findings: "[the patient] was unsure as to the type of the gastric band but said that it had moved."